Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter abdominal aortic aneurysm approximately 8 months ago. The aortic neck was short, measuring 1.2 cm in length. The stent graft was implanted at the renal arteries and was extended down to the level of the hypogastric artery on the left side, and there was 30 mm of iliac fixation on the right side. It was reported that during a routine follow-up, a bifurcated stent graft was found 1 cm distal from the level of the renals, resulting in a large type 1 endoleak. At the time of the migration, the aneurysm measured 6.5 cm in diameter. The graft migration was attributed to the short aortic neck. The physician elected to implant an endurant cuff proximally, which diminished the endoleak; however, there was still a small type 1 endoleak present. No intervention has been performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (graft migration, endoleak), (short aortic neck).